Manufacturer narrative:
510k: this report is for an unknown synthes philos plates/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: hasan, o., fahad, s., umer, m. And rashid, h. (2018), modified use of proximal humeral interlocking plate (philos) in lateral malleolus fracture, functional and radiological outcome in series of 13 cases, international journal of surgery, vol. 56, pages 79-82 (pakistan). This retrospective analysis study aims to achieve anatomical reduction and ensure sufficient stability to allow early movement, to reduce the risk of post traumatic arthritis. Between may 2013 and august 2017, a total of 13 patients (8 male and 5 female) with a mean age of 43 years (range, 27-68 years) were included in the study. Out of 13 patients in the study, 1 patient was lost to follow-up. Surgical fixation of fracture was done using unknown synthes philos plate. All patients were evaluated and examined at a mean follow of 20.7 months. The following complications were reported as follow: a (B)(6) year-old male developed superficial surgical site infection. A (B)(6) year-old female developed donar surgical site infection. Plate was removed in 1 patient at 12 months and in another at 24 months of surgery due to persistent pain caused by early osteoarthritis. This report is for an unknown synthes philos plates. This is report 1 of 4 for (B)(4).